Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system #(B)(4), event date 11/15/2024, and procedure name hysterectomy - benign. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument was not operating. The instrument broke at endo wrist on inspection. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon reported the tip was failing to open and close properly. It was not responsive and then the jaws failed to open. The instrument was stuck in closed position before removal, but it was not attached to tissue. The instrument was removed and cleaned to rule out debris causing it to be 'stuck'. The scrub nurse had documented it being broken at its endo wrist but has not elaborated on whether that was to the wire or hinge. No piece from the distal end of the instrument detached/broke off and there was no need to remove the instrument with the cannula together.